Event description:
Event description guidant received information that this implantable lv lead dislodged after being in service for 1 year. The physician elected to explant and replace this lead with a similar lead. During the replacement procedure, the replacement lead's lumen clotted, and the insulation of this lead appeared to be broken. There were no needles, cautery, or staples used when this observation was made. The physician removed the lead, and replaced it with a similar lead. As of today, no patient complications have been reported.